Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that there was a communication failure between ipg and remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.